Event description:
It was reported that: " patient gave birth on the morning of (B)(6). She had an epidural inserted during the night without any issues. At removal, the epidural catheter was difficult to withdraw. The patient was positioned in different position to help removal. The reinforced catheter unraveled gradually during the extraction and stretched. After removal, the catheter is reviewed, and it was observed that the tip is missing. A spinal scan is performed which showed the presence of a structure compatible with the missing piece, of 3 cm, in the left lateral epidural space. The images were forwarded to the orthopedist. No surgical intervention as the patient is not neurologically impaired or showing any signs of impairment. Risk of infection low but hypothetical risk of migration of the foreign piece into the epidural space. Patient notified. "

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a potential lot number. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The customer did provide photos that appear to show x-rays. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: " patient gave birth on the morning of (B)(6). She had an epidural inserted during the night without any issues. At removal, the epidural catheter was difficult to withdraw. The patient was positioned in different position to help removal. The reinforced catheter unraveled gradually during the extraction and stretched. After removal, the catheter is reviewed, and it was observed that the tip is missing. A spinal scan is performed which showed the presence of a structure compatible with the missing piece, of 3 cm, in the left lateral epidural space. The images were forwarded to the orthopedist. No surgical intervention as the patient is not neurologically impaired or showing any signs of impairment. Risk of infection low but hypothetical risk of migration of the foreign piece into the epidural space. Patient notified. "

Event description:
It was reported that: " patient gave birth on the morning of 19 october. She had an epidural inserted during the night without any issues. At removal, the epidural catheter was difficult to withdraw. The patient was positioned in different position to help removal. The reinforced catheter unraveled gradually during the extraction and stretched. After removal, the catheter is reviewed, and it was observed that the tip is missing. A spinal scan is performed which showed the presence of a structure compatible with the missing piece, of 3 cm, in the left lateral epidural space. The images were forwarded to the orthopedist. No surgical intervention as the patient is not neurologically impaired or showing any signs of impairment. Risk of infection low but hypothetical risk of migration of the foreign piece into the epidural space. Patient notified. "

Manufacturer narrative:
Qn#(B)(4). The customer reported the catheter separated during use. The customer returned one catheter adapter, one flat filter, and two epidural catheter pieces. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned catheter adapter and filter revealed both components appear typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion is stretched and coil wire is extremely stretched at the likely distal end with the coil wire extending approximately 8.1cm beyond the extrusion. The extrusion and coil wire on the likely most distal piece are also stretched at the point of separation at the likely proximal end. The returned catheter appears used as biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. No other defects or anomalies were observed. The customer also provided photos that appear to show x-rays. A dimensional inspection was performed on the catheter using a ruler. The proximal end catheter extrusion piece measures approximately 37.5cm. The distal end catheter piece measures approximately 57.5cm. Both catheter pieces combine to measure approximately 95.0cm. Part of the distal tip appears to be missing. However, the extrusion and coil wire are stretched at the distal end of the catheter. This is why the measurement of what was returned falls outside the specification of 88.5-91.5 cm per graphic. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter separating during use was confirmed based upon the sample received. The customer returned two catheter pieces that were separated at the extrusion. The distal tip appeared to be missing. At the point of separation, the extrusion was stretched and the coil wire was extremely stretched on the likely proximal piece and is also stretched on the likely distal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.